Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. However, the pumps operators manual indicates that the pump will alarm no disposable if a cassette (disposable) is damaged, the wrong type of cassette and/or is improperly connected to the pump. This does not necessarily indicate there is a problem with the pump. There is no evidence that the pump failed to meet specifications. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. A service device history review was performed and the current problem was found not to be related to a previous repair of the pump within the last 12 months.

Event description:
It was reported that the device had a no disposable alarm. The pump was unable to be restarted. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.